Event description:
It was reported intermittent occlusion alarms occurred, eventually resulting in the customer's blood glucose level displaying as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer resumed insulin therapy.